Manufacturer narrative:
The device was not returned for analysis. An event of retraction problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, a cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve (tav) implantation procedure using a small flex nav delivery system. During procedure, they were not able to fully recapture the valve. A new 25mm navitor vison valve and small flex nav delivery system were chosen and completed the procedure. The patient was reported stable post tav. There was no delay in the procedure. The patient was reported discharged.